Manufacturer narrative:
The customer stated that upon restarting the ventilator, the alarms were audible and the reported issue could not be duplicated. (B)(4).

Event description:
A report was received from (B)(6) stating that during patient use, an e360 ventilator had alarms that were not audible. The ventilator did not stop cycling. The patient was transferred to another unit. There were no negative patient consequences reported.